Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot# unk_jr;unknown stryker triathlon size 4 left ps cemented femur; unknown unk_jr;unknown stryker triathlon size 3 primary baseplate;unknown unk_jr;unknown stryker patella;unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that the patient's left knee was revised due to global instability. A ps knee was converted to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.